Event description:
Inserted an ablation catheter into the body. Started to ablate, after about 5 seconds into the burn the bw stockert displayed "catheter error." Cleared error and tried to ablate again. The same error occurred. We switched out bw stockerts and tried ablating, same error. Opened a new ablation catheter, which led to no further issues. There was no harm to patient. The catheter was replaced and sent to the company.